Event description:
Malfunction, hewlett packard alarmed abp. The customer reports that a noted leak in pressure tubing "clamed" above tubing. Blood loss 55ml. Md notified. Tubing changed. Blood ordered for a transfusion.